Event description:
Allegedly the screw broke when the surgeon was tightening. Only the screw head was retrieved.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. An inventory review was also conducted. The product was dimensionally inspected and photographic images were made.